Event description:
(Report 3 of 3) it was reported that the surgeon was removing a 2.3mm screw from an old distal radius due to it causing the patient discomfort, when the driver snapped off in the head of the screw. The surgeon was able to remove the driver tip from the head of the screw. The surgery was completed with a spare 1.5mm hex driver tip after a two-minute delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00603, 3025141-2024-00604, and3025141-2024-00605.

Manufacturer narrative:
The reported screw and plate were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model numbers and batch/lot numbers of the screw and plate are unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 604088) was examined visually under magnification. The fracture surface was oblique and had clear beach/clamshell marks, exhibiting signs of a fatigue fracture. Fatigue fractures can be caused by repeated loads or stresses followed by a sudden breakage which then propagates. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.